Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (2000 mg/ml at 590 mg/day) via an implanted pump. The indication for pump use was unsuccessful disc surgery and non-malignant pain. On (B)(6) 2016 the patient came in for a pump refill. Initial interrogation of the pump indicated motor stall occurred. The pump logs indicated that a motor stall occurred on (B)(6) 2016. The pump logs also indicated ¿stopped pump period may exceed tube set¿. There was no motor stall recovered message in the logs. The patient had an MRI on (B)(6) 2016. There was no volume discrepancy, the patient had no symptoms, and the pump was refilled. The patient had left the clinic, but was asked to return to the clinic the same day to check the pump logs again. The patient came back to the clinic, the pump logs were checked, and the motor stall recovery message was seen. The pump was functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.